Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 26 june 2020 lot 165661: (B)(4) items manufactured and released on 17-oct-2016. Expiration date: 2021-10-06. No anomalies found related to the problem. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Lot 174523: (B)(4) items manufactured and released on 15-dec-2017. Expiration date: 2022-11-27. No anomalies found related to the problem. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold with one other similar reported event. Lot 174721: (B)(4) items manufactured and released on 22-nov-2017. Expiration date: 2022-11-12. No anomalies found related to the problem. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Lot 171661: (B)(4) items manufactured and released on 10-jul-2017. Expiration date: 2022-06-19. No anomalies found related to the problem. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in 2 years and 4 months after the primary surgery due to signs of infection and the pathogen is unknown. The surgeon removed all implants and implanted an antibiotic spacer. The surgery was completed successfully.